Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the attaching point for the head tube is bent on the head of the bed.